Event description:
Information received indicates the head section is not lowering when CPR is engaged.

Manufacturer narrative:
The technician isolated the issue to the CPR dampener. He replaced the dampener to repair the bed.